Manufacturer narrative:
Unit received no button response due to corroded keypad traces. No button error alarm. No frozen screen. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to sweat. Blood glucose level at the time of the incident was 150 mg/dl. Blood glucose level at the time of the call was 103 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.